Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the black box shows evidence of partially discharged battery being installed during battery change on (B)(6) 2014. The battery compartment is cracked below the bumper pad to cover. No damage found to returned battery cap; contact measurements are within specifications. Returned battery cap fully attaches to the pump with no yellow o ring showing. A 24hr duration test was successfully completed using the returned battery cap. There were no power interruptions duplicated. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.